Event description:
It was reported that the patient self-catheterized with a silicone foley catheter for the first time eight weeks ago and stated that during insertion, it was very painful and there was some bleeding . It was stated that they used lubrication. It was also reported that the balloon on the catheter seemed to stick out farther on the silicone catheter than it did on the latex catheters. It was also stated that the patient had a stricture and was using 12 french intermittent catheters prior to switching to latex foley catheters and they did not pretest the balloon. No medical intervention was reported. Per customer via phone on (B)(6) 2022, the customer was being treated for bacterial prostatitis and had been using the antibiotic, cephalexin, to treat urinary tract infection. The customer kept getting infections which is why they switched to current catheters. It is unknown if the device contributed to the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient self-catheterized with a silicone foley catheter for the first time eight weeks ago and stated that during insertion, it was very painful and there was some bleeding . It was stated that they used lubrication. It was also reported that the balloon on the catheter seemed to stick out farther on the silicone catheter than it did on the latex catheters. It was also stated that the patient had a stricture and was using 12 french intermittent catheters prior to switching to latex foley catheters and they did not pretest the balloon. No medical intervention was reported. Per customer via phone on 01jul2022, the customer was being treated for bacterial prostatitis and had been using the antibiotic, cephalexin, to treat urinary tract infection. The customer kept getting infections which is why they switched to current catheters. It is unknown if the device contributed to the urinary tract infection at this time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tortuous anatomy". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.